Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) device was observed with high thresholds. The device pulled out/dislodged on fluoro during the fifth deployment. The tether was cut but not completely removed. The device and tether were able to be snared and removed. The procedure was abandoned. A dual chamber system will be attempted at a l ater time. No patient complications have been reported as a result of this event.